Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving high readings with use of the adc freestyle libre sensor compared to a competitor meter. On (B)(6) 2019, a reading of ¿hi¿ (readings greater than 500 mg/dl) was obtained on the sensor compared to 7.0 mmol/l (126 mmol/dl) obtained on a competitor meter. Customer experienced symptoms described as ¿weakness; sleepiness; difficulty in walking and speech¿. A nurse was called and upon arrival, a reading of 8.30 mmol/l (150 mg/dl) was obtained on the hcp meter compared to ¿hi¿ scan obtained on the sensor. The customer was diagnosed with hypoglycemia and was given ¿8 dex4 glucose tablets, 4 sugar packets and a bottle of juice¿ and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high readings with use of the adc freestyle libre sensor compared to a competitor meter. On (B)(6) 2019, a reading of ¿hi¿ (readings greater than 500 mg/dl) was obtained on the sensor compared to 7.0 mmol/l (126 mmol/dl) obtained on a competitor meter. Customer experienced symptoms described as ¿weakness; sleepiness; difficulty in walking and speech¿. A nurse was called and upon arrival, a reading of 8.30 mmol/l (150 mg/dl) was obtained on the hcp meter compared to ¿hi¿ scan obtained on the sensor. The customer was diagnosed with hypoglycemia and was given ¿8 dex4 glucose tablets, 4 sugar packets and a bottle of juice¿ and no further treatment was required. There was no report of death or permanent impairment associated with this event.